Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the third firing the staples did not completely form on the specimen side. On the third firing of the stapler a gold reload was used. There were green and gold used prior. It looks like the staples formed properly on the patient side, but not on the specimen side. There were no patient consequences. Case completed with the same stapler. It was not noticed until the specimen was removed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which stapler was being used with the ecr60d cartridge? Powered echelon 60mm stapler. On what tissue type was the device used? Stomach at what location on the tissue? 3rd firing on a sleeve. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Third. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? Third firing of a sleeve so continuing the cut line. No clips. Were any unexpected noises heard? If so, when? Nope. Were any of the forces higher or lower than expected (closing, firing, or opening)? Nope. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Nope. Is there any other additional information you would like to share about this device or procedure? It was not found until the surgeon was inspecting the removed portion of the stomach. The analysis results showed that the cartridge reload was received. The reload was received in good visual condition and fully fired. The reload was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.